Manufacturer narrative:
Device evaluation of monitor sn (b)4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor sn (B)(4): 4/23/2014. Electrode belt sn (B)(4): 4/15/2014.

Event description:
A patient reportedly passed away on (B)(6) 2017 while wearing the lifevest. The patient was reportedly in the hospital and alone at the time of passing. The patient was in ventricular tachycardia (vt) from 140 to 160 bpm at 4:56:56. Detection stopped as the patient's rhythm dropped below the treatment threshold. Ventricular fibrillation (vf) was detected at 4:58:24 am. The patient was in vf for 27 seconds. The patient was not in the detection sequence long enough to receive a treatment. Vf was then detected a 5:00:23 am for 4 seconds. The patient was again not in the detection sequence for long enough to receive a treatment. Vf was detected again at 5:02:33 for 4 seconds with response button use. The patient was not treated due to the short duration of the arrhythmia and the response button usage. It is unknown who pressed the response buttons as the patient was reported to be alone. Vf was detected at 5:03:50 for 6 seconds. The response were pressed during the detection. Vf was detected at 5:06:23 for 37 seconds. The response buttons were pressed during the detection sequence. Vf was detected for a final time at 5:07:23 for 37 seconds. The response buttons were pressed during this detection sequence. The electrode belt was disconnected at 5:07:36. The patient's equipment was returned and found to be fully functional upon receipt. The patient was not treated during the treatable arrhythmias due to response button usage, the short duration of the arrhythmias, the rhythm falling below the patient's set treatment threshold.